Event description:
Age and weight of patient are unknown.it was reported to boston scientific that during a prostate biopsy procedure while using the trupath biopsy device, the biopsy needle misfired when complainant was trying to take the sample off the needle. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no harm".

Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident.according to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.it has been noted that some difficulty with the device exists when on of the two trigger buttons is inadvertently pressed during the functioning of the device. It is possible, but unknown, if that occurred during use of this particular device. No conclusions could be drawn regarding either the validity or possible root cause for this complaint. Device unavailable for evaluation.